Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the battery compartment and was hospitalized for high bgs and dka found on (B)(6) 2020. Also, on (b)94), svn#: (B)(4) - customer returned pump for an alleged blank display found on (B)(6) 2019 and on (B)(4), svn#: (B)(4) - customer returned pump for an alleged power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2019. Insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored for several hours and no blank display, power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2020 03:44:05.000 and (B)(6) 2020 03:54:00.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2020 17:29:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2020 03:00:00.000 and (B)(6) 2020 03:10:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2020 03:31:00.000 and (B)(6) 2020 03:41:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2020 03:42:23.000 to (B)(6) 2020 04:05:00.000 upon checking on the detail trace file, low battery alert, unexpected battery power loss or replace battery alert/replace battery now and power loss alarm was expected since the battery has low power. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Blank display was not confirmed. Power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. Customer were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 32 mmol/l. Customer was treated with manual injection. Customer was not using auto mode. Customer did not feel ok to do troubleshooting for high blood glucose level. The customer will discontinue use of the device.